Event description:
The customer reported that an erroneous creatine kinase (ck) result was generated on the olympus au600 clinical chemistry analyzer for a single patient. Beckman coulter inc. Assessment of customer supplied data indicates that original and automatic repeat patient ck results provided instrument generated flags. The sample was manually diluted by a factor of one hundred and retested which generated an erroneous result. Upon repeat testing of the same sample diluted by a factor of fifty, valid results were generated. The initial erroneous ck result was reported outside of the laboratory, however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Diluted repeat samples were run on the stat wheel. The sample was negative for anemia, icterus, and hemolysis. The customer did not question any other patient results associated with this event.

Manufacturer narrative:
The operator did not follow proper dilution protocol and over diluted the sample which resulted in the erroneous result. The root cause for this event is use error. The customer indicated that they are training their staff on proper handling of dilutions.